Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the needle sftygld 18x1-1/2 rb experienced a safety mechanism failure during use. The following information was provided by the initial reporter: material no: 305918, batch no: 9028713. Event description per attached medwatch report states: when trying to use the safety feature on a bd safetyglide needle 18g x 1 /12 (1.2mm x 40mm), the lock mechanism fell apart and the needle broke out of the hub. No one was hurt/stuck by the needle. Needle was being used to draw a medication.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified: the initial reporter also notified the FDA via medwatch (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle sftygld 18x1-1/2 rb experienced a safety mechanism failure during use. The following information was provided by the initial reporter: material no: 305918, batch no: 9028713. Event description per attached medwatch report states: when trying to use the safety feature on a bd safetyglide needle 18g x 1 /12 (1.2mm x 40mm), the lock mechanism fell apart and the needle broke out of the hub. No one was hurt/stuck by the needle. Needle was being used to draw a medication.